Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had gone to suspend by itself twice in one month. The customer stated she never suspends the insulin pump, not even to shower and just hears it clicking and saying it is on suspend. The alarm history showed a suspend alarm on (B)(6) 2014 and another on (B)(6) 2014, it also showed a no delivery alarm on (B)(6) 2014. Blood glucose value was 211 mg/dl. The customer also complained about having difficulty reconnecting the insulin pump at the quick release after showering. She declined troubleshooting. The device will be returned for analysis.